Manufacturer narrative:
Corrosion was noted inside the device.

Event description:
The micro reciprocating saw was sent for evaluation due to overheating. There was not pt involvement; no adverse event was associated with the device.